Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. This MDR is being retracted as it is a duplicate of a record previously submitted 1018233-2025-02013. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient came to acf surgery for drain removal post op breast reduction. Customer noticed when drain pulled out was cut near distal end of drain (still attached-but barely).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient came to acf surgery for drain removal post op breast reduction. Customer noticed when drain pulled out was cut near distal end of drain (still attached-but barely).